Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported receiving e4 (occlusion) errors the past 2 days. He stated e4 was displayed on the infusion device during the night and he did not have supplies to change his accessories. His blood glucose measured 369 mg/dl. He turned the infusion device off and back on and the error did not recur. He bolused 15 units of insulin to treat elevated blood glucose. His wife later felt him shaking and gave him glucose gel. His blood glucose measured 38 mg/dl. He does not know if he would have been able to treat low blood glucose on his own because he was sleeping. His normal blood glucose range is 97-148 mg/dl. He stated his blood glucose has returned to normal and he has not received any more e4 errors. He stated the adapter has not recently been changed and he was advised to do so with every 10th insulin cartridge change. He has reused the insulin cartridge because he is out of supplies. He stated he will change his accessories when his supplies arrive. He is using a competitor infusion set. No product was requested to be returned for evaluation.